Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter and a non-penumbra sheath. After completion of the procedure, while retracting the benchmark, the benchmark started to unravel. Subsequently, the physician removed the benchmark by pulling it out. The procedure was completed at this point. It was reported that upon inspection of the benchmark next day, the proximal end of the benchmark was noticed to be separated with the coil wind attached to the rest of the catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. If the benchmark is manipulated at an extreme angle during use, damage such as a kink may occur. Further manipulation of a kinked device may worsen to a fractured. Upon retraction of a fractured device, unraveling may occur. Further evaluation revealed bends throughout the length of the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.